Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
It was reported that a patient implanted with an impella 5.5 developed pneumonia and ventricular tachycardia. The patient was treated with heparin, levophed, and vasopressin. The patient also had bleeding that was treated with transfusion of blood products and a femstop. The patient also experienced tingling of the fingers and diminished pulses, and swelling at the impella site. Heparin was stopped in response to an acute drop in hemoglobin and hematocrit and presence of melena. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The root cause of the infection/tachycardia/ischemia was unable to be determined due to insufficient clinical details. The cause of the bleeding is most likely patient condition related since patient had very calcified vessel and unable to preclose and difficult to stick. The pump passed all the post sterile inspection checks.